Event description:
Customer called to report that they were hospitalized for high blood glucose levels and hyperkalemia. Customer reported that the insulin pump alarmed no delivery during basal. Customer's blood glucose at the time of hospitalization was 300+ mg/dl. Customer was wearing the pump at the time of hospitalization. Troubleshooting was done for the no delivery alert. Customer stated that insulin finally exited from tubing with manual plunger push. Advised customer to rewind pump, reinsert reservoir into the pump, and run manual prime to at least 5.0 units. Customer states the pump did not alarm no delivery. Customer was advised that the pump was working as designed. Customer treated with manual injection and her blood glucose dropped to 298 mg/dl. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.